Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had error message e118. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction: b5. Updated fields: d8, h2, h3, h6, h11.. The device was returned to olympus for inspection, and the reported errors were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main board failure, ram (random access memory) unit failure. A root cause could not be identified. Based on the results of the investigation, it is likely that the e117 error was caused by the ram unit failure and the e116 error was caused by the main board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: the customer clarified that the subject device exhibited errors e116 and e117.